Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient while working, felt like the device had moved and one of the leads had ruptured. The ipg and the rv lead remains in use. No patient complications have been reported as a result of this event.